Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support reviewed the log file and screen shot of service screen. Log file analysis reveals that the ventilation continued with the last applied settings and the software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. This incident was evaluated and the exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 screen had blue screen. The issue occurs seldom, and the device returns to normal after a restart. Furthermore, there was no patient associated with the reported event.